Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's main keypad assembly and the small keypad assembly to resolve the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that several buttons on their device were not functioning. In this state defibrillation therapy may not be available to a patient if needed. There was no patient use associated with this event.